Event description:
On (B)(6) 2017 an (B)(6) year old male weighing (B)(6) kgs underwent surgical procedure. See note from surgeon: "I have had serious stapler-related complications over the last week, one with the covidien gia, the others with the covidien eea. The gia, frankly, does not surprise me, but the eea does, since I had no problems with it before. I had a small bowel anastomotic bleed from the gia. I have had exactly one small bowel anastomotic bleed in the 18 years before this, and none since using the 3-row ethicon ntlc. This patient required readmission, multiple transfusions, and both upper and lower endoscopies. He has since been able to go home after nearly a week in the hospital. Multiple surgeons have noticed more staple line bleeding with the covidien gia versus the ethicon. I have had to use more cautery and sutures on my linear staple lines, which always concerns me that it increases the risk of injury to that staple line, as well as narrowing of the anastomosis.